Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received replace battery now alarm. Customer's blood glucose level was unknown at the time of incident. Customer did not received any low battery alert's prior to replace battery now alarm. Customer was advised that the insulin pump need to be replaced. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now alarm.